Event description:
Unk. During preparation of the device to treat a lesion in the stomach, the cups of the device were found to be bent. The procedure was completed with a second device and the patient was reported to be "good".

Manufacturer narrative:
.